Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that customer had shorten battery life for the pump. No harm and medical intervention were reported. Troubleshooting information was unknown. Customer will discontinue use of the device.

Manufacturer narrative:
Customer reports low battery alarm. Pump passed the self test, sleep current measurement and displacement test. However, pump received with a high active current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was with out spec range. Found in the pump history multiple low battery alerts on (B)(6) 2022 02:41:00,(B)(6) 2022 06:59:24. Pump was cut open to perform visual inspection and found no moisture damage on the pcba1/pcab2 and battery tube during visual inspection. Unit had cracked battery tube threads, scratched case, stained keypad overlay, cracked case corner of belt clip rails, label damage. Unit p-cap / test reservoir lock in place properly. No unexpected low battery alarm during testing. However, pump received with high active current measurement and low battery alerts in the pump history confirmed due to an esd latch-up on an ic. Problem isolated to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.